Event description:
It was reported that when the physician was attempting to use a resolute integrity drug eluting stent to treat a lesion in the proximal rca. No issues were noted with the device packaging. The device was inspected and negative prep was performed with no issues noted. The stent was implanted in the proximal rca, at that point a thrombus was confirmed in the distal rca. The physician tried to treat the distal rca, but the thrombus was produced during the procedure and it did not resolve despite aspiration or ballooning. Eventually, the procedure was completed after inserting the iabp (intra-aortic balloon pumping). Approximately 2 days post stent implantation in the proximal rca thrombotic occlusion developed in the distal rca, and thus aspiration was performed. The distal rca treatment was completed without stent implantation.